Event description:
The hcp reported the patient presented in 2004 with redness of the device pocket. A culture of the device pocket was done and reported as no growth. The patient was treated with total device system explant. The infection resolved and the patient experienced no drug withdrawal.